Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022 one 5.5x12 herculink elite rx stent was implanted in the proximal right renal artery. On (B)(6) 2023 the patient was re-admitted to the hospital with suspicion of renal artery stenosis. The patient had high blood pressure. On (B)(6) 2023, angiogram found 80%stenosis inside the study stent. Angioplasty of the renal artery was performed with a covered stent. The condition resolved. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of stenosis and hypertension are listed in the rx herculink elite peripheral stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of hypertension and stenosis, and the relationship to the product, if any, cannot be determined; however, the reported treatment of unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.